Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated at the device follow-up. A magnet was applied to the device but no beeping tones were heard. It was reported the patient had not undergone a magnetic resonance imaging (MRI) scan. The patient was moved to another room, and a second programmer was tried, without success. Technical services discussed applying two magnets, trying both a stacked and a side-to-side configuration, and using a stethoscope to see if any tones can be produced. If tones are heard, a magnet reset of the device could be attempted, which may resolve the interrogation issue. If no tones are heard, the device would require replacement. No adverse patient effects were reported. The device currently remains implanted. It was later reported that this patient passed away in their sleep on (B)(6). The device interrogation issue had not been resolved and a new follow-up had been scheduled for (B)(6). No autopsy was performed to confirm the cause of death, and the device was not explanted post-mortem and was buried with the patient. The physician did not believe that the patient's sudden death was related to the device interrogation issues.

Manufacturer narrative:
A supplemental report will be submitted if further information becomes available. This report is being filed to correct the type of reportable event and to provide additional information in the event description field.

Manufacturer narrative:
A supplemental report will be submitted if further information becomes available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated at the device follow-up. A magnet was applied to the device but no beeping tones were heard. It was reported the patient had not undergone a magnetic resonance imaging (MRI) scan. The patient was moved to another room, and a second programmer was tried, without success. Technical services discussed applying two magnets, trying both a stacked and a side-to-side configuration, and using a stethoscope to see if any tones can be produced. If tones are heard, a magnet reset of the device could be attempted, which may resolve the interrogation issue. If no tones are heard, the device would require replacement. No adverse patient effects were reported. The device currently remains implanted. It was later reported that this patient passed away in their sleep on march 17. The device interrogation issue had not been resolved and a new follow-up had been scheduled for march 19. No autopsy was performed to confirm the cause of death, and the device was not explanted post-mortem and was buried with the patient.